Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after intraocular lens (iol) implantation, the patient experienced dysphotopsia. The lens was removed and replaced with a non-company lens in a secondary procedure. The clinical reason for explant was also cited as dysphotopsia. The patient's symptoms were resolved, and the surgeon reported a good prognosis. There was no further impact to the patient.